Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 device indicating that during preventive maintenance (pm), the power cord did not pass the grounding test. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) provided the customer with the part number of the power cord for repair.